Event description:
Pt was seen at the implant center in 1999 for routine eval. At that time it was noted that his high electrode impedance measurements had not changed since the previous eval and that the pt's audiologic performance had not improved. The decision was made to explant the device. Explantation/reimplantation took place in 1999 and pt was reimplanted with another clarion device.